Manufacturer narrative:
The device will not be returned for evaluation; it was destroyed by the user facility.

Event description:
It was reported that the logical® kids kit¿ 45cm closed blood sampling set system detached at the point where it connnected to a logical® pressure monitoring transducer. Bleeding was reported but no medical intervention was reported. No further information was provided. Note: this is one of two related complaints reported under manufacturing numbers 3012307300-2017-00012 and 3012307300-2017-00186.